Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a hypoglycemic event and was treated with emergency medical services. The customer had not been wearing the insulin pump for 24 hours, and was on a backup plan and waiting for a new insulin pump to be delivered. The customer had delivered too much insulin and had a low blood glucose 20 mg/dl. She was given peanut butter, a glucagon shot and intravenous sugar. She was treated at her home and not taken to the hospital.